Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Investigation findings- photo investigation photo investigation summary : this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two winding formers with the suture dispensed. In addition, two broken needles were observed. The image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity of products involved. It was reported that "the suture broken in the middle of the tendon plate". Did the same device have suture breakage and needle breakage? Or were there different devices? When did the needles break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each involved devices. Procedure date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-07676.

Event description:
It was reported an animal underwent an unknown abdominal fracture veterinary procedure. In (B)(6) 2023 and suture was used. During the procedure, the suture broken in the middle of the tendon plate. Both nodes were still very much attached at the tip. Physician was unable to re-suture the patient because the needle broke twice. Once the needle was already somewhat deformed, the second thread was not. Also, the incision was not so large that the needle could already be worn out. No adverse patient consequences were reported. Additional information was requested.